Event description:
Customer reported the unit of measurement setting on their unlocked freestyle flash meter had changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Follow up report will be submitted if the product is returned for eval. Customers and retailers have been informed through the adc fa16may2006 letter.